Manufacturer narrative:
The manufacturer previously reported a failure of the thermistor. The thermistor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the thermistor failing was due to a short circuit.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, , a "service required" code was found in the ventilator's downloaded error log. The device's thermistor was replaced to address the issue.